Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the ceramic spindle was broken. The user reported the hospital biomed repaired the unit with parts shipped from terumo. Since the event occurred after cardiopulmonary bypass, there was no patient involvement during this event.